Event description:
During follow-up, the device was noted to be at elective replacement indicator (eri) earlier than expected. A review of the session records indicated normal depletion and an increase in pacing output. It was suggested that a period of extensive pacing may have caused a temporary decrease in battery voltage causing an eri detection, but this has not been confirmed. The device was explanted and replaced and the patient is in stable.

Manufacturer narrative:
The reported event of premature depletion was not confirmed. Device was received in normal range of operation. Device image analysis indicated average monthly voltage and current trends were normal. Device impedance trend suggested that the device had already reached eri when eri was triggered. Observed battery voltage above eri and longer reported longevity are consistent with the device operating with low settings or with low pacing frequency.